Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/12/2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit turns itself on. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 12apr2019. The customer confirmed the reported power issue. The customer reported that the problem was isolated to the user interface (ui) module submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.